Event description:
A tech discovered that the casters on this stretcher would no longer hold. There were no injuries in this event.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The tech replaced all the casters in order to resolve the problem.